Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425mg/dl at the time of the incident. The customer was assisted with troubleshooting and noted bent cannula on infusion set. The customer decline troubleshooting for high blood glucose. The customer was advised to change infusion sets. The insulin pump will not be returned for analysis.